Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. A tip stiffness test was performed and the results within specification. The reported events of high threshold and r-wave amp variation were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. An x-ray and echocardiogram were performed and a perforation of the pericardium of the heart was confirmed. The rv lead was explanted and replaced. The patient was stable.